Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. The insulin pump kept suspending itself. He was unable to press the escape or up and down arrow buttons. His blood glucose level was 89 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or threshold suspend was noted. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.